Manufacturer narrative:
The device is returned and has been evaluated. This supplemental report is being submitted to provide this information. The device is returned, and an evaluation completed for it. The user¿s complaint was confirmed. The device actual lot# number (#) is kr176833; lot# kr179237 is the package lot #. The device was attached to the usg-400/esg-400 and a probe check was performed; the device passed the probe check. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up located on the distal end. The ptfe pad (teflon pad) was inspected and found it is severely worn, charred, and separated from jaw exposing metal. The distal end of the device was inspected under a microscope and found no visual indication of damage to the probe unit; however there were heavy signs of charred residue. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. No other functional tests were performed as the device is damaged.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see the updates in sections h4, h6, and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although a definitive root cause cannot be identified, the following step-by-step scenario likely caused the event: 1) the tissue pad was worn away because no tissue was being grasped between the grasping section and the probe tip when the device was activated output in seal & cut mode for/after a transection of tissue. 2) the tissue pad was excessively heated due to friction between the grasping section and the probe tip. This caused the tissue pad to be partially peeled away. The following information is included in the instructions for use (IFU): "do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating. When cutting and vessel sealing is performed in seal & cut mode, apply light tension on the tissue so that users can confirm it is transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation." Olympus will continue to monitor the performance of this device.

Manufacturer narrative:
Customer reported this event to the alberta health service (ahs) medical device incident or problem (mdip) number 23598. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. This event is under investigation. A supplemental report will be submitted upon completion of the investigation or upon receiving additional information.

Event description:
As reported by the customer for this event, during a therapeutic laparoscopic hysterectomy, bilateral salpingectomy the device teflon pad was detached from the tip of the upper jaw while being in use by the surgeon. No error message or notification was received on the generator. The procedure was continued with a new similar device. There is no harm or adverse impact to the patient.